Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump until a replacement pump with updated software was received. The technical support team arranged to send the replacement pump and provided instructions on putting the current pump into storage mode and returning it. The customer acknowledged and understood the provided instructions and shipping arrangements.